Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a bowel resection procedure. Reportedly, the needle tip broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.